Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that after cataract surgery by using an irrigation/aspiration (I/a) handpiece and phacoemulsification handpiece, a patient experienced severe endophthalmitis or toxic anterior segment syndrome (tass). Additional related information was requested but has not been provided to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been provided in section b.5, b.6 and d.10. The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicating patient symptoms were resolved and viscoelastic and procedure pak also contributed to this event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received indicating that a patient underwent cataract surgery with iol implantation in left eye with medical history of glaucoma. The patient experienced with endophthalmitis after one day of severe cataract surgery and also presented with conjunctival inflammation: 2+, cells in the anterior chamber: 3+. Patient was admitted to the emergency room with symptoms of blurred vision, and it was treated with medications antibiotic+corticosteroid 6 times a day + fluoroquinolones + antibiotics 6 times a day + antibiotics 2 times a day and also treated with intravenous injection such as intravenous injection of antibiotics + glucocorticoid injection + intravitreous injection of glucocorticoid + steroid in subconjunctival form. Event leads to change in visual acuity that reduced to light perception. Current health status of the patient disease was in process of resolution.